Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope experienced imaging freezing or temporary image loss. The event was observed during inspection for use of the device. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the complaint investigation. Updated fields: d4, d8, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the malfunction was not reproduced. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.